Event description:
Customer reported her advantage system was giving her errors, was unavailable for use for 2 weeks prior to her being hospitalized, treated for hyperglycemia. She was unable to specify the errors. Replacement product sent; product return requested.